Event description:
A consumer reported that following intraocular lens (iol) implant surgery two years ago, he immediately began experiencing glare and light streaking. The consumer reported the light streaking is tolerable, but the glare is significant and bothersome while driving. In a f/u, surgeon reported the pt has a history of amblyopia.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on 08/31/2012. (B)(4).